Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 692 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was alleging insulin pump was under delivering because of the cracks on the insulin pump. The customer was treated with manual injection, insulin, potassium and magnesium. The customer also reported positive results in ketones. Troubleshooting was assisted. The insulin pump will not be returned for analysis.